Manufacturer narrative:
A stryker support technician advised the customer to replace the batteries. During troubleshooting efforts, the customer confirmed that the issue was being caused by a bad power adapter. The device was not returned to stryker. Therefore, a conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not always power on when they press the on/off power button. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.